Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted to treat bladder prolapsed. The patient then experience difficultly urinating, pain on an ongoing basis, infections and has had urinary incontinence. As a result of the pain, the patient has takes prescription pain medication on an ongoing basis. The patient has sustained permanent and debilitating injuries and continues to experience problems with incontinence.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.